Event description:
The following info was submitted to the FDA by the pt. "In early 2009, the pt was injected with novielle gel. Three weeks after the procedure, the pt developed hardness near the injection site, tenderness and extreme swelling of the face. One week later, the pt developed severe skin breakouts. At three months post-procedure, the symptoms have not lessened." (Excerpt only). This report is being submitted based on the info provided.

Manufacturer narrative:
The novielle voice gel was not returned to the MFR for eval, therefore, no failure mode could be determined. The manufacturer is not able to confirm the complaint because there is no communication with the pt or the physician. The novielle voice gel is cleared for vocal fold augmentation. The complaint rate for this device is not considered abnormal. If additional info becomes available, it will be submitted in a supplemental report.